Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement as this was found during testing.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. Eval found 5 of 6 severed motor mount screws which are known contributors to the reported symptom. The failed motor assembly and motor mount screws were replaced.